Event description:
It was reported that prior to surgery, it was observed that the motor device did not run. During in-house engineering evaluation, it was observed that the motor device would not rotate. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter indicated that the event occurred in (B)(6) 2014; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not rotate. Therefore, the reported condition was confirmed. It was determined that this was due to a worn motor. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.